Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit started to power up then goes to unknown restarts condition for three times then ventilator inoperative at start up. Reportedly, customer reported that unit would not start in ventilation or diagnostic mode. The customer reported there was no patient involvement.